Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). The rep reported that patient 's my therapy app device has lost all internal settings message. The rep reported programming patient post op and getting a message in my therapy app that internal device has lost all settings. Caller reviewed making visible all 11 programs (7 standard and 4 custom) with fine resolution. The rep had caller remove fine resolution (vs adjust upper limit) and that allowed my therapy app to see ins without a message screen. Troubleshooting resolved reported issue. Caller also reported a communicator power up issue. Difficulty powering up .caller reported charging communicator for 45 minutes and did power on briefly but then would no longer connect to ins. It was reported that this is an out of box failure. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID a510serial# unknown. Product type software product ID tm90g0, serial# (B)(6) . Product type accessory product ID th90g01, serial# (B)(6). Product type mobile platform medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the communicator device will not be repaired. It was sent to the lab in error and is now considered a biohazard and will be put into long-term storage. The complaint was unverified. The handset communicated with the test communicator, then found the ins with no problem. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who returned the communicator for analysis. No further patient complications have been reported as a result of this event.